Event description:
It was reported patient experienced infection at the lead site. Patient was treated with antibiotics. Eventually, surgical intervention was undertaken at an unknown time wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.